Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the aorto-uni-iliac (aui) stent fell and no longer sealed the aneurysm. There will be an additional surgery. The date has not been set yet. Additional device and event details have been requested. At this time, the only information available is that it is a renu device implanted in 2017. The aneurysm has grown from ~5.5 cm to ~9.5 cm.

Manufacturer narrative:
H6 ¿ patient code: 3191 [no code available]: type 1a endoleak. H6 ¿ device code: 2993 [no code available]: adverse event without identified device or use problem. D1: zenith renu aaa ancillary graft converter. D6: device implanted sometime in 2014. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information received 21aug2019, the initial renu graft was used for iliac claudication and the physician intended to put the graft that low. "A 22 renu was placed and it sealed the right iliac off and opened flow to the left iliac. The graft was not used to seal an infrarenal aneurysm, though [the patient's] aorta was measuring around 4cm. The initial graft was placed in 2014 and the patient neglected follow ups until recently. That¿s when the doctor found the ~9cm aneurysm." Therefore, the renu device did not migrate, the implanting physician intentionally placed the device low. The additional procedure was performed on (B)(6) 2019. A 36 renu was implanted "to seal distal to the renals. A 46 coda was used before the final angio. No leaks during the final run."

Manufacturer narrative:
Method code: device not accessible for testing (4117). Correction: device code: fluid leak (1250). Investigation evaluation: a review of documentation including the complaint history, device history record, drawing, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, a physical examination could not be performed. However, three postoperative still images of the complaint device were provided. The first image shows the single 22 renu device implanted in the patient. The two other images show the 22 renu device and the device implanted in 2019. Because all the images are postoperative, no determination about the relation of the 22 renu to the aneurysm or a potential endoleak type 1a can be made. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record could not be completed, as lot information was unable to be provided by the facility. However, a search of all ax1 devices sold to the reporting facility from 01jan2011 to 01jan2015 was conducted, in which one device lot 3540222 was identified. There were no nonconformances and no other reported complaints associated with this lot. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: the zenith renu aaa ancillary graft is available as either a straight component (zenith renu aaa main body extension) system or a longer, tapered component (zenith renu aaa converter) system for secondary endovascular intervention in patients having received prior endovascular repair of infrarenal abdominal aortic or aortoiliac aneurysms in which there is inadequate proximal fixation or seal. Indications for use: the zenith renu aaa ancillary graft is indicated for secondary endovascular intervention in patients having received prior endovascular repair of infrarenal abdominal aortic or aortoiliac aneurysms in which there is inadequate proximal fixation or seal with: adequate iliac/femoral access compatible with the required introduction systems. Adequate proximal fixation site. Adequate distal fixation site. Warnings and precautions: general. The zenith renu aaa ancillary graft is not intended for primary endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms. It is intended for use in patients in whom an endovascular graft has already been placed. 5 potential adverse events: endoleak. 12 imaging guidelines and postoperative follow-up. General. The zenith renu aaa ancillary graft is not intended for primary endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms. It is intended for use in patients in whom an endovascular graft has already been placed. Based on the information provided, no returned product and the results of our investigation, the cause can likely be traced to the failure to follow instructions and an adverse event related to the patient condition. The device implanted in 2014, the 22 renu, was intentionally placed low to seal off the right iliac and open flow to the left iliac. The device IFU states that these devices are not intended for primary endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms and are intended for use in patients in whom an endovascular graft has already been placed. The implanting physician did not follow the IFU and used the device as a primary endovascular treatment. It is likely that this failure to follow instructions lead to the reported endoleak type 1a that likely contributed to aneurysm growth. It is also likely that the patient neglecting follow-up visits negatively affected the potential for preventing aneurysm growth. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.